Event description:
It was reported that the patient had a sudden and severe postpartum hemorrhage 10 days after her cesarean section, likely because her uterus was not contracting well. Doctors attempted to control the bleeding using a bakri tamponade balloon catheter. However, the first balloon ruptured and leaked saline during inflation (50 ml), even though it did not touch any metal instruments and the uterus had been properly assessed by ultrasound beforehand. The device failure occurred despite correct operation. The team immediately replaced the ruptured balloon with a new one, which successfully stopped the bleeding. The patient stayed hemodynamically stable throughout the procedure. Total blood loss was 3000 ml¿2600 ml before the balloon failure and 400 ml afterward. Before the balloon was placed, no other interventions had been performed. The patient received 1000ml of plasma, 5 units of red blood cells, and 6 units of coagulation factors to support her recovery. The patient did not experience any adverse effects or require any additional surgical procedures due to this occurrence.

Manufacturer narrative:
H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.